Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported the patient presented with septic shock and vegetation was observed on the leads. The organism was identified as (B)(6). The left ventricular (lv) lead was explanted. Temporary pacing was utilized and a new device system will be implanted on the contralateral side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.